Event description:
Bilateral breast augmentation in another state. Pt unclear about implant size and records are not available. Pt has noticed decreased left breast size over several weeks. Pt underwent bilateral implant removal. Right implant ok. Left implant partially deflated. Apparent leak at valve. Pt augmented with mentor saline implants.